Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was in fallback mode due to a ram failure. The patient was receiving radiation therapy for prostate cancer.